Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high capture threshold and high pacing impedance were observed on the right ventricular lead. The physician completed the procedure using a different lead and the patient was stable following.